Event description:
It was reported that the patient presented with chest pain. Left ventricular (lv) lead could not be confirmed. Capture thresholds were noted to be variable and trending upward. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.